Event description:
Customer claims that the alarm has power, but no alarm tone when the magnet clip is detached from the alarm. The product was tested with new batteries. No visual damage was detected. There was no reported patient injury.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the unit does power on, but no alarm tone when the magnet clip is detached from the alarm. The unit was tested with new batteries. No visual damage was found. (B) (4).